Event description:
A surgeon reported having a patient with glistenings on an intraocular lens (iol), there is no patient impact. The surgeon is unwilling to provide any further information.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. The surgeon is unwilling to provide any further information.